Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023 brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were going to have an MRI. Patient stated they had an x ray 2 days ago and stated it looked like the leads were no longer attached and the ins had turned a little bit in their back. The pain started about over a week ago. Patient also stated they had been dealing with a lot of pain and they thought it is because the stimulator was not charging because the leads had moved. Patient confirmed they have not had any falls. Agent had patient try to start a recharge session and patient was able to start recharging with excellent quality controller 100%, implant red. The troubleshooting steps that were taken on the call resolved the issue and the patient will continue to charge normally. The patient was redirected to their healthcare provider to further address the issue.